Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years, 11 months, 22 days post tavr with a 26mm sapien 3 valve, the valve presents halt with possible bioprosthetic valve dysfunction. Echo report showed the valve was well seated, and the leaflets were not well visualized. The mean gradient is 37mmhg. The patient is being worked up for a possible valve in valve.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. The device, imagery, nor medical records were returned for evaluation. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events for leaflet thickened and increased gradients were unable to be confirmed due to unavailability of relevant imagery/medical record. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to insufficient information, a definitive root cause is unable to be determined at this time. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. In this case, increased gradients could potentially be brought on through sub optimal function of the leaflets due to thickening, as reported. It was possible that the thickened leaflets contributed to the narrowing of effective valve orifice, causing the pressure on the front of the valve to build up as blood is being forced through the narrow opening, leading a pressure (gradient) difference across the thv. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.